Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was confirmed therapy was on and stimulation was felt. The patient increased stimulation and could feel it, with reported symptoms of fecal incontinence as of the day prior to date notified. Follow up with the healthcare provider (hcp) will be done as needed if the issue does not resolve. Follow up information received from the patient on aug-25 indicated that the fecal incontinence just happened 3 days after implant, and that it happened twice. It was stated that the patient adjusted the device to resolve the situation, noting "so far so good." They haven't had any fecal incontinence at all since reprogramming on date notified. Indication for implant is unknown. See related (B)(4) constipation**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.